Event description:
This is a solicited case report received from a pharmacist in (B)(6) on 09-aug-2016 which refers to a female patient of unspecified age who was involved in a reimbursement or compensation activity, study number: (B)(6)/reimb. Study description: essure generic reimbursement program. On (B)(6) 2016 essure (fallopian tube occlusion insert) was inserted with lot number e25512. At the time of implant release, it broke in two pieces. Bilateral insertion was done with another essure system. Company causality comment:this medically confirmed solicited report refers to a female consumer who was involved in a generic reimbursement program for essure (fallopian tube occlusion insert). During insertion, at the time of implant release, it broke in two pieces. Bilateral insertion was done with another essure system. Device breakage is unlisted in the reference safety information for essure. In this particular case, the device breakage occurred during the essure insertion procedure. Although this breakage could be a consequence of handling error, since it occurred during the insertion procedure, a causal relationship with essure inserts cannot be excluded. This case was regarded as other reportable incident as although the breakage did not lead to death or serious deterioration in health, it could have led to it under less fortunate circumstances. A product technical complaint analysis will be performed to evaluate if this breakage occurred due to a quality defect. Further information has been requested.

Manufacturer narrative:
Follow up information received on 15-sep-2016: quality-safety evaluation of product technical complaint (ptc). This adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). Lot number e25512 (production date 08-sep-2015, expiration date 28-sep-2018). (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU (instructions for use) steps have not been completed, user attempts to repositioning or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since product was returned to us for this complaint, we were able to conduct an investigation of the returned product. Visual inspection of implant was performed and it was confirmed that damages were observed (stretched, bent) in the inner coil and outer coil of micro-insert. Half band not was present in the micro-insert. The rest of device not was returned for this investigation. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. A product quality defect could not be confirmed but is considered plausible. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect and a batch investigation with respect to similar ae cases is not applicable. Follow-up information received on 30-sep-2016: unsuccessful follow-up attempt. Follow-up information received on 05-oct-2016: the authority reference number for this case is:(B)(4). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 06-oct-2016 for the following meddra preferred term: device breakage: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this medically confirmed solicited report refers to a female consumer who was involved in a generic reimbursement program for essure (fallopian tube occlusion insert). During insertion, at the time of implant release, it broke in two pieces. Bilateral insertion was done with another essure system. Device breakage was previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that the possibility of micro-insert breaking is an anticipated event; it was amended to listed. In this particular case, the device breakage occurred during the essure insertion procedure. Although this breakage could be a consequence of handling error, since it occurred during the insertion procedure, a causal relationship with essure inserts cannot be excluded. This case was regarded as other reportable incident as although the breakage did not lead to death or serious deterioration in health, it could have led to it under less fortunate circumstances. According to product technical complaint analysis, it was reported that quality defect or device malfunction were unable to confirm at this time. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect and a batch investigation with respect to similar ae cases is not applicable. Despite follow up attempts, no further information was obtained.

Manufacturer narrative:
This female patient was involved in a reimbursement or compensation activity. The patient had essure (batch no. E25512) inserted. The report describes a case of device breakage ("at the time of implant release, it broke in two pieces"). The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("complication of device insertion"). At the time of the report, the device breakage and complication of device insertion outcome was unknown. The relationship of complication of device insertion and device breakage to treatment with essure was not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2018: quality safety evaluation of ptc. Essure legal manufacturer has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.